Manufacturer narrative:
The subject device was returned to the repair center of olympus for repair. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the forceps elevator wire of the subject device was cut. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.